Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm tha appeared on the display of the home pt's homechoice machine during initial drain. Per initial report, pt reported seeing fibrin and baxter's technical service center assisted ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report. This writer contacted hp's nurse on a follow-up call and she stated the hp was diagnosed with peritonitis in 2005 (before hp called the baxter technical services center nine days later) and was not hospitalized. Hp's symptom was a cloudy effluent. Hp was treated with vancomycin (ip 2 grams for two days) ceftazidime (ip 1 gram in 12-2006) and gentamycin (40 mg ip in 12-2005). The nurse also stated that the suspected root cause is unk, and the pt did recover from the peritonitis based on dr say-so. The hp has since received a kidney transplant.